Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged hose (cord)" was confirmed. There is no spec for "ease of removal" for the connector. The hose was ripped and torn where it intersects with the hose adapter. The most likely cause is excessive force applied during manual cleaning at the customer site. If add'l info is received, a supplemental report will be sent.(B)(4).

Event description:
Report received from the USA stating that the device had a "damaged hose (cord)". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.